Manufacturer narrative:
The field service representative (fsr) could not reproduce the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the centrifugal controller unit (ccu) turned off by itself. It was rebooted two times, both times turning off before continuing to run for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2022, the team experienced a problem with their heart lung machine (hlm) while on cardiopulmonary bypass (cpb), whereby the centrifugal pump turned off by itself, and was started again. This happened a total of three times, then continued to run for the duration of the case. It was not changed out, there was no delay and no blood loss, and the procedure was completed successfully.

Manufacturer narrative:
Per log review: on (B)(6) 2022 the log showed the centrifugal pump speed being reduced to 0 rotations per minute (rpm) which caused the pump to stop at 11:15:32 am. The pump was started and the speed was increased to 106 rpms and reduced back to 0 rpms which caused the pump to stop again. The pump was started-stopped-and started again. The speed was increased to 150 rpms and back to 0 rpms which caused the pump to stop again. The pump was started and the speed was increased to 126 rpms and reduced back to 0 rpms which caused the pump to stop again. The pump was started and this time the speed was increased to a much higher speed. No other stops occurred in the log. The log confirms the pump stopped multiple times. The reason for the stops was the speed being set to 0 rpms. This is normal behavior and not an indication of a hardware issue.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.